Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump was rewind anomaly. The customer blood glucose was unknown. The customer stated that the unexplainable no insulin delivery alarms often and pump will shut off. Troubleshoot was not performed. The product will be not returned for analysis.